Event description:
It was reported that the patient had twiddler's syndrome. The left ventricular (lv) lead had no capture. The lv lead was explanted and replaced. The high voltage and superior vena cava coils on the right ventricular (rv) lead were fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.